Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set . A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to the alarm and advised to start over with new supplies. The tsr further explained the procedure for disconnecting self and reconnecting self to the hp. The hp would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that she was not aware of the alarm and had seen the hp on (B)(6) 2011, and they did not mention it. The nurse stated that as far as she knew, the hp was continuing therapy successfully. There was no patient injury or medical intervention reported. No additional information was provided.